Event description:
It was reported the display has black marks and the battery cover needs to be replaced. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is bleeding. Battery drawer is broken. Upper and lower case halves are broken. One bail cover is broken and one bail cover is contaminated. The ring is contaminated and bent. Battery contacts are compressed. One bail is missing.